Event description:
The iab was inserted into the pt on 07/11/1997 at 8:28 p.m. And removed on 07/12/1998 at 9:50 a.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. Event complications: major ischemia/removal required - reported 09/24/1998. Pt's current status: discharged - reported 09/24/1998.